Manufacturer narrative:
(B)(4). Batch #: unknown. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: were there any patient consequence related to this event? If yes please describe. What does conducting while using diathermy mean? Was there arcing? Please explain. Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during an unknown procedure, the sheath was reported to be faulty and conducting while using diathermy. This happened twice in the same procedure. It is unknown how procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2021. D4: batch#: u94z4u. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 5dcs instrument was received with the shrink tube damaged (burn) on the area of the links. No functional test was performed due to the condition of the device. It should be noted that product failure is multifactorial. Due to the damages found on the device, a possible cause for these conditions is due to improper handling. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.